Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the quick serter broke. Troubleshooting was done. Customer's blood glucose was 139 mg/dl . Customer reported low blood glucose of 33 mg/dl. Advised the customer that the quick serter would be replaced. No further information provided.